Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare would not cauterize despite connections being intact, and was unable to cut the target polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.